Event description:
Patient presented in clinic prior to change out due to eri. Externalized conductors were noted via fluoroscopy. The lead was capped and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.